Event description:
Customer reported a low blood glucose. Customer stated that she could not move her hands very well. Customer went low while sleeping. The paramedics were called. The blood glucose reading is 183 mg/dl. The insulin pump has cosmetic damage, a crack and chewed by dog. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had dog chew marks on case.